Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 10 days after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate load and immediate implant procedures were performed and biomechanical overload has occurred.